Event description:
It was reported that during patient use, the autopulse platform performed 5 compressions and then stopped and displayed a user advisory (ua) 27 (encoder fault ((>3000 rpm)) message. The paramedic discontinued use of the autopulse and reverted to manual CPR (exact length of time was not provided). Information regarding patient outcome was not provided, however no adverse sequelae was reported. No further details are available.

Manufacturer narrative:
(B)(6). The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the top cover and front enclosure were found to have been damaged. From the condition of the platform, the damages appear to have been caused by normal wear and tear. Functional testing was performed and the reported user advisory 27 (encoder fault, > 3000 rpm) could not be duplicated. Unrelated to the reported complaint, the platform powered off on its own after 3 compressions while being tested with a large resuscitation test fixture. Further inspection identified that this was caused by a defective power distribution board. After replacing the power distribution board, functional testing was then continued for 25 minutes and no faults were observed. Although the reported ua 27 could not be duplicated during initial functional evaluation, the reported advisory code was subsequently observed during final test of the platform and is attributed to a defective encoder gear box. The encoder gear box was replaced to remedy the complaint. A review of the archive was performed and a single occurrence of the reported ua 27 was observed on the reported event date. In addition to the reported ua 27, multiple ua 45 codes were also observed. The probable cause of the ua 45 codes is that the lifeband straps were not pulled completely out prior to turning the device on. Based on the investigation, the parts identified for replacement were the encoder gear box, top cover, front enclosure, and power distribution board. In summary, the reported complaint was confirmed during final test of the platform as well as archive review and is attributed to a defective encoder gear box. Following service, including replacement of the encoder gear box, the device passed all testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll on 04/07/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.